Event description:
It was reported that the patient's right atrial (ra) lead had a lead warning and that the unipolar pacing impedance was higher than the bipolar impedance. It was also noted that the patient's device switched the polarity of the lead. It was also reported that there had been some atrial over sensing when the lead was in unipolar. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed " low resistance/impedance": atrial lead warning recorded on (B)(4) 2010.